Manufacturer narrative:
Investigation is still ongoing.

Event description:
An edwards lifesciences employee was informed by the patient's family member that the patient had experienced 3 strokes within 8 days post transaortic valve replacement procedure. No other information is available at this time.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is one of one manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02887. (MDR# (B)(4)). Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 since no additional information was available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product disfunction contributed to the event. The cause of the 3 strokes that patient experienced within 8 days post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the reported stroke cannot be determined. However, it may have been related to patient factors or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.